Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed and hyperglycemia. The customer reported blood glucose value of 21.3 mmol/l. The customer reported hyperglycemia which did not require treatment. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer reported sensor updating for more than 3 hours, bent cannula and high pressure test failed. Assisted customer with programming the transmitter ID. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. No further patient complications were reported. Mmt-1885 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed self test, active current measurement test, sleep current measurement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, displacement test and displacement accuracy test (0.0873). No pump errors, insulin flow blocked alarms, or anomalies noted during testing. Successfully downloaded history files, traces, and utilized using thump. Successfully uploaded files on carelink. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on 15-aug-2024 matches the bolus amount delivered at 00:07:27.000 with 0.125 u delivered, 00:12:29.000 with 0.2 u and 00:22:31.000 with 0.225 u delivered. The total bolus delivered on 15-aug-2024 is 50.525 u. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. In conclusion, device test failed no confirmed. No device problems were found during analysis. Pump passed full drive test. No pump errors or insulin flow blocked alarms were noted in the pump download history. Bolus delivery and bolus programmed matched during testing and in the history files. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.